Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at (B)(6) / doctor (B)(6) on (B)(6) 2025. The patient's blood glucose levels reached 442 mg/dl while wearing the pod an unspecified number of hours. Symptoms reported include hyperglycemia and positive acetone. The treatment wasn't reported. The pod was removed at an unspecified time. The patient was released on (B)(6) 2025.